Event description:
Additional information received from the healthcare provider reported that the pump was working normally other than the error code. The cause of the error code and the patient's spasticity was not determined but the issues had resolved. They will continue to monitor and adjust their dosing as needed.

Manufacturer narrative:
Concomitant medical products: product ID a810 lot#/serial# unknown product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a810 (serial: unknown); product type: 0216-software; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use were intractable spasticity and head/brain injury. It was reported that the healthcare provider (hcp), a physician, stated that the patient was admitted to the hospital yesterday with increased spasticity. The hcp stated they were asked to interrogate the pump before the patient was discharged from the hospital. The hcp stated that they got a 303 code pump time different than programmer time. The manufacturer's technical services specialist (tss) discussed with the hcp to check the time on the tablet. Tss asked for more history as related to the spasticity but the hcp did not have this information.